Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. He investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a blade/screw guide sleeve was found to be bent. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. Patient outcome was unknown. This complaint involves one (1) device. This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9533341) was returned and received at us cq. Upon visual inspection, it was observed that the device was deformed near the distal end. The device is also missing the red and yellow line markings, the missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. There were scratches and nicks on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. The external diameter of the distal end of the device was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed complaint is confirmed. The device was bent at the distal end. Investigation conclusion: the complaint condition was confirmed for the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9533341). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied to the device. The missing epoxy was investigated under corrective and preventative action. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.037.017. Lot number: 9533341. Manufacturing site: bettlach. Release to warehouse date: 19. June 2015 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during inspection, the trochar seems little off bent. It was a three (3) piece trocar. Only the outer guide sleeve has a little bent. There was no surgery and it was an office equipment.